Manufacturer narrative:
This case, with patient identifier ce-03117094 (system 2), is related to case with patient identifier (B)(6). (System 1).

Event description:
It was reported the patient received the following results within 15 minutes: 350 mg/dl, 139 mg/dl, 224 mg/dl, 196 mg/dl, 124 mg/dl, and155 mg/dl. The results were obtained using two different strip lots, however it is unknown which lot produced each result.